Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic after experiencing a vibratory notifier. High pacing lead impedance measurements and elevated capture thresholds were observed. Loss of right ventricular capture was noted during another device check-up the following week. The patient visited the operating room in three weeks for a lead revision. The lead was capped instead and replaced. No adverse consequences were reported against the device. The patient condition is currently stable.